Event description:
PICC accordioned back on itself during placement, when trying to remove the stylet. The PICC was pulled back 1 cm, to try and move the stylet, but did not help. The extension was clamped so stylet did not move back into the line, when the stylet fell off the hub.

Manufacturer narrative:
This is a correction to follow-up 1 to change british colombia to bc manufacturer has not received sample, once received an evaluation will be completed.

Event description:
PICC accordioned back on itself during placement, when trying to remove the stylet. The PICC was pulled back 1 cm, to try and move the stylet, but did not help. The extension was clamped so stylet did not move back into the line, when the stylet fell off the hub.

Manufacturer narrative:
We received a catheter and the tyvek. The catheter was kinked near the 19 cm marking. The stylet and the y-piece were missing. Moreover, superficial damage was present at the extension line of the green lumen. Both lumens were flushable without any problems and no leakage was found. The catheter shows no signs of damage. An investigation into the reported claim cannot be performed because the affected portion was not returned whether it was the y-piece or the stylet. Due to not receiving the stylet and the y-piece vygon is unable to thoroughly investigate a possible manufacturing default of the stylet. Nevertheless, the following information is provided in the product IFU regarding problems during stylet removal. Caution: "if difficulty is experienced removing the stylet stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assist in stylet removal. If resistance still remains, withdraw catheter and stylet simultaneously." A review of the batch history records was performed for 8178395 and 8178394, and no deviations were found. The batches complied with its specifications and were released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two visual tests after packaging are conducted with no exceptions found. There are four further complaints for batch 8178395, nine further complaints for batch 8178394, and three further complaints regarding a detached stylet on code 4g07125203 within the last three years. This query relates to all complaints that have come to our attention worldwide. Corrective action: based on the investigation there are no signs of damage on the return sample. Due to this, the complaint could not be confirmed and there are no indications of a manufacturing fault. Therefore, no further corrective action initiated by quality management at this time.

Manufacturer narrative:
The sample will be evaluated once returned.

Event description:
PICC accordioned back on itself during placement, when trying to remove the stylet. The PICC was pulled back 1 cm, to try and move the stylet, but did not help. The extension was clamped so stylet did not move back into the line, when the stylet fell off the hub.